Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that device was defective. There was an issue with the seal. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor was corroded. Further, tissue seal was missing. However, cable and keyboard was in good working order. The motor was replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. User mishandling might be the most probable root cause for the missing tissue seal. The corroded motor would have caused the customer to experience the reported problem. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer in (B)(6) that preoperatively to an unknown procedure on (B)(6) 2021, it was observed that the micro tornado hp w handcontrol device was defective that it had an issue with the seal. During in-house engineering evaluation, it was determined that the motor was corroded on the device. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.